Event description:
During the transport of a pt the unit displayed "defib comm error and pacer comm error." No harm to pt.

Manufacturer narrative:
Attempts to acquire the required pt info are ongoing. Welch allyn will update this report when it is acquired this info.